Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. After the sheath was inserted into the left atrium. The dilator was removed and flushed fine. Once the farawave catheter with guidewire was inserted, the sheath valve began to leaking saline and introduced air when trying to aspirate with a syringe. Continuous flush from the pressure bag was also performed. The sheath was replaced and the procedure was completed successfully. No air noted in patient. No patient complications occurred.

Manufacturer narrative:
The selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. After the sheath was inserted into the left atrium. The dilator was removed and flushed fine. Once the farawave catheter with guidewire was inserted, the sheath valve began to leaking saline and introduced air when trying to aspirate with a syringe. Continuous flush from the pressure bag was also performed. The sheath was replaced and the procedure was completed successfully. No air noted in patient. No patient complications occurred.